Manufacturer narrative:
B1 updated to indicate adverse event as this was previously not checked.

Event description:
On an unknown date in 2015, this patient endovascular treatment using conformable gore® tag® thoracic stent graft (ctag). On an unknown date in 2018, it was reported that infection was suspected (details unknown). It was not reported if the infection was attributed to the ctag. The patient underwent total aortic arch replacement using open stent technique. Reportedly, the distal portion of the open stent was placed in the proximal portion of the ctag. The patient tolerated the procedure.